Manufacturer narrative:
Investigation summary: the investigational analysis has been completed. The device was visually inspected and a crack was observed on the tip transition with reddish material inside and metal exposed was observed, in addition, the shaft was observed bent. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. During the carto test, no temperature was observed. Then, electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of specification. A failure analysis was performed and it was found that there was an electrical intermittence on the tip area creating the temperature issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the bent along the shaft and the crack on the transition cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedure. It could be related to the handling of the device, however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster product analysis lab noted that between the peek housing and the tip lumen there was a crack and it was rough with metal exposed. During the procedure, it was reported that there was no magnetic signal and they could not build the model. The catheter was exchanged to complete the procedure. There was no patient consequence reported. This event was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster product analysis lab received the device for evaluation and discovered on december 27, 2018 that there was a crack and it was rough between the peek housing and tip lumen area approx. 1.7 cm from the distal end tip dome with reddish brown material inside and metal exposed. Bents starting approximately 4.4 cm, 5.4 cm, 6.4 cm, and 6.7 cm on the tip lumen material from the distal end of tip dome. The shaft has bents starting approximately 8.7 cm to 15.3 cm from the distal end of the tip dome. The returned condition of area between the peek housing and the tip lumen described as rough with metal exposed was assessed as reportable. The awareness date of this reportable finding is december 27, 2018.